Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The reporter stated that the up/down arrow keypad buttons had been intermittently responding to button presses and hard to press for a month. It was indicated that on the morning of (B)(4) 2011, the up/down arrow buttons would sometimes respond or would not respond at all. There was reportedly no damage to the keypad; the patient wore the pump in a pocket and did not clean the pump.